Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced telemetry problems during the implant procedure and continued after the implant. The interrogation problem was thought to be electrical noise in the operating room. The device was explanted one day post implant.